Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient reported left side, "physical exhaustion", "difficult to sleeping and concentrating", "dry mouth", "thyroid cancer", and ¿after the breast augmentation, had a feeling that she didn¿t have before, it never felt normal, it feels like a squeezing". Later healthcare professional reported "capsular contracture baker IV of breast implant", "pain", "discomfort", "impairing sleep", "papillary ca of thyroid" and "asia syndrome". The device was explanted. It is unknown if the device will be returned.